Event description:
The pt was being placed on cardio-pulmonary bypass (cpb). The practitioner was unable to achieve adequate venous return from the pt. Initially an attempt was made to change the venous cannula and the venous line but the problem persisted. The determined reservoir inflow port was partially obstructed. The venous reservoir was changed and the problem resolved. On examination of the venous reservoir, it was determined that a small white plastic luer cap was lodged within the flow path of manufacturer's sealed port. The case proceeded without further incident. However, the pt was placed on and off by-pass twice before a successful cpb initiation. This event is considered to be a manufacturing defect. Our staff have spoken with sorin (the company that purchased gish) and they would like to have the product returned. They are sending a biohazard shipping container so that they may inspect and disassemble it.